Manufacturer narrative:
Additional concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.